Event description:
It was reported, the pt experienced uncomfortable simulation following a fall. Reprogramming was unable to resolve the issue. X-rays revealed no lead migration or anomalies. The physician plans surgical intervention to address the issue. Note the pt received two leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.